Event description:
The rear left leg allegedly snapped, causing the consumer to fall. Serious injury is alleged.

Manufacturer narrative:
Manufacturer received summons alleging a walker leg broke and user fell resulting in an alleged death. No detail of incident has been provided. Area transgressed maintenance history and alleged device have not been provided at this time, so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or user error may have caused or contributed to this incident. MDR filed based on alleged death.